Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. A device history record review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complained failure. All relevant dimensions for the function of the product were measured and found to fulfill specifications. In addition, the material certificate was checked and also fulfills the specifications. Based on this information, the complaint is rated as confirmed (based on the delivered x-rays), but not valid from a manufacturing point of view. No manufacturing related issues were identified and/or confirmed. Product investigation summary: an exact root cause for this complained back-out of screws could not be found. However, there was no indication for product related issues found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of post-operative screw movement is unknown. (B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4) - manufacturing date: july 28, 2015 - expiry date: july 1, 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2016 due to screw back-out. The patient originally underwent a high tibial osteotomy (hto) on (B)(6) 2016. After approximately ten (10) days, the surgeon allowed the patient to participate in rehabilitation exercises with loading at 50% body weight. At two (2) weeks post-operative, the patient was allowed to increase loading to 2/3 body weight. During a follow-up visit on (B)(6) 2016, x-ray images were taken which identified unintended screw movement. The patient was returned to the operating room for revision. The two (2) backed-out screws were removed and replaced with new ones; the new screws were then locked into the proximal holes of the original plate. The procedure was completed successfully with no reports of surgical delay or additional patient harm. This report is 1 of 2 for (B)(4).